Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt complains of pain and loss of flexibility. Pt can't sleep.